Event description:
It was reported that the patient had a change in therapy effect. Forty days after the pump was implanted, the patient felt the pump was no longer working. The patient was pain free right after she had the pump implanted, but started to have pain in her right hip and down her right leg again. The patient had gone in to see the healthcare provider (hcp) twice since then. On "friday," they gave her a 10% increase in the medication, but it still did not help. An x-ray was also done and it was determined there were no kinks in the catheter and everything appeared to be ok. The hcp told the patient to "give it a couple weeks." The reporter did not hear any alarms, but they were concerned there was still something wrong with the pump. The reporter was redirected to the patient's hcp. The pump system was being used to infuse morphine (unknown). No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received from the patient's family reported that the therapy was not doing anything for the patient's pain (since (B)(6) 2014). They have been back for adjustments 5-6 times since the surgery, and are going back thursday ((B)(6) 2016) for another adjustment. It was noted that the pump only worked for about the first week, and had not worked since. No imaging had been performed. It was also noted that the patient was told that she would be refilled every 3-4 months, but it had been a year since her last refill. It was clarified that in december she had a refill, but then 10 days ago the health care provider (hcp) gave her a shot of morphine in the hip and increased the dose. The pain returned in about 3 hours during the trip home. Over the last year the injections had lasted longer, like a few days, but gradually have been less effective. The patient's family took the patient to the emergency room (ER) today ((B)(6) 2016), because her pain was so bad. It was noted that the hcp just checks the pump, says it's fine, and gives the patient another shot morphine. The family wants them to do some imaging. It was confirmed that there have been no issues with discrepancies found with the pump, and that the situation was being addressed by the hcp. Indication for use of the device was for non-malignant pain and chronic lower back pain. Additional information received from the patient that it felt like somehow it had disconnected. Additional information from the patient regarding the ER visit on (B)(6) 2016, reports that a shot was given that had not helped yet. The pain pump appeared to be turned/not flat and protruding. It was painful to the touch and swollen. The cause, intervention, and patient outcome remained unknown at the time of this event. Follow-up was being conducted to obtain the missing information; if additional information is received this report will be updated.

Manufacturer narrative:
Concomitant medical devices: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2014. Product type: catheter. (B)(4).